Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value. The cause for the low bg was unknown. Customer addressed low bg levels with candy. In addition, it was reported that the battery was depleting quickly. Although requested, customer did not upload pump data for review. Customer reported "pump has been operating as expected."